Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was suspected to have perforated the myocardium in addition to rising thresholds. The lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: evolutpro-29 valve, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low / decreasing impedance in unipolar configuration and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.